Manufacturer narrative:
Summary eval: eval cannot be performed. There is no evidence that the device failed to meet specs.

Event description:
Replaced liner and head because of wear of liner over time.